Manufacturer narrative:
Device eval: evaluation of the submitted system controller log file confirmed the reported low speed events and pump stoppages. A distal end percutaneous lead replacement was performed on (B)(4) 2015 and approximately 20 inches of the external portion/distal end was returned for evaluation. The outer silicone jacket, clear bionate, and braided shield were cut approximately 17 inches from the metal connector and the remaining 3 inches of wires were exposed. Continuity testing revealed that all wires were electrically intact. A breach in the brown wire insulation was noted in the area of exposed wires in the location where the strength member had been previously cut and was close to the location where the outer silicone sleeve, clear bionate, and braided shield were previously cut. The breach appeared to be the result of mechanical damage. Due to the proximity to the repair, it could not be determined when or how the damage occurred. If the breach in the brown wire insulation was present while the pump was supporting the patient, the system had the potential to short to ground if the exposed inner conductors contacted the braided shield while the patient was operating on the power module, which would have caused the pump stoppages captured on (B)(4) 2015. However, it could not be conclusively determined if the damage was present during support. Several areas of minor breakdown of the braided shield were observed along the length of the lead; however, visual examination and hipot testing of the underlying wires did not reveal any additional areas of compromised wire insulation. Because it could not be conclusively determined whether the mechanical damage to the brown wire was present during support, the observed wire compromise could not be conclusively correlated to the pump stoppages captured in the submitted log file. Moreover, the submitted log file indicated that the pump stoppage captured on (B)(4) 2015 occurred while the patient was operating on batteries, indicating that two or more wires from different phases were potentially compromised. However, it was reported on (B)(6) 2015 that the patient has not experienced any further alarms or issues following the percutaneous lead replacement. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The patient remains ongoing with on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s system controller immediately alarmed with a ¿low speed alert¿ when he was connected to the power module. This occurred during the patient¿s clinic visit. The patient reportedly felt dizzy with the low speed alarm, but once the patient was connected back to batteries the issues resolved. The patient informed the customer that this event had also occurred while at home, so he had stayed on batteries. The customer stated that a similar event occurred back in (b)(6 2014. The manufacturer's technical services reviewed the submitted log file and x-ray images. The x-ray images did not show any areas of concern. The log file showed 6 pump stoppage events and 4 low speed advisories. It was noted that the issues only appeared to have occurred while the patient was connected to the power module. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead. It was reported that the attending physician requested that the driveline be replaced. On the patient was implanted with a left ventricular assist device. It was reported that the patient¿s system controller immediately alarmed with a ¿low speed alert¿ when he was connected to the power module. This occurred during the patient¿s clinic visit. The patient reportedly felt dizzy with the low speed alarm, but once the patient was connected back to batteries the issues resolved. The patient informed the customer that this event had also occurred while at home, so he had stayed on batteries. The customer stated that a similar event occurred back in (B)(6) 2014. The manufacturer's technical services reviewed the submitted log file and x-ray images. The x-ray images did not show any areas of concern. The log file showed 6 pump stoppage events and 4 low speed advisories. It was noted that the issues only appeared to have occurred while the patient was connected to the power module. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead. It was reported that the attending physician requested that the driveline be replaced. On 09/17/2015, technical services was onsite for a percutaneous lead repair. The continuity test did not indicate any broken wires. The distal end of the driveline was replaced with no issues. It was reported that no issues were noted after the patient was connected to the grounded cable 2015, technical services was onsite for a percutaneous lead repair. The continuity test did not indicate any broken wires. The distal end of the driveline was replaced with no issues. It was reported that no issues were noted after the patient was connected to the grounded cable. The patient was implanted with a left ventricular assist device. It was reported that the patient¿s system controller immediately alarmed with a ¿low speed alert¿ when he was connected to the power module. This occurred during the patient¿s clinic visit. The patient reportedly felt dizzy with the low speed alarm, but once the patient was connected back to batteries the issues resolved. The patient informed the customer that this event had also occurred while at home, so he had stayed on batteries. The customer stated that a similar event occurred back in (B)(6) 2014. The manufacturer's technical services reviewed the submitted log file and x-ray images. The x-ray images did not show any areas of concern. The log file showed 6 pump stoppage events and 4 low speed advisories. It was noted that the issues only appeared to have occurred while the patient was connected to the power module. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead. It was reported that the attending physician requested that the driveline be replaced. On (B)(4) 2015, technical services was onsite for a percutaneous lead repair. The continuity test did not indicate any broken wires. The distal end of the driveline was replaced with no issues. It was reported that no issues were noted after the patient was connected to the grounded cable.